Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6002848 in question was manufactured at the (B)(4) site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with version 41 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to version 10 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to version 25 test on reference samples, 10 samples out 10 samples passed the test. Batch review: the lot 6002848 was manufactured according to the document version 106 on the packing process in the machine 7, on 28/aug/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on 25-jun-2024. The leakage was at site. The glucose level was 378 mg/dl and the patient was treated with correction bolus via pump. No further information available.